Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('congragulation on becoming e-free / in pain for many years'), spinal operation ('back surgery') and ankle operation ('ankle surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("aches and pain"), underwent spinal operation (seriousness criterion medically significant) and ankle operation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown and the pain, spinal operation, ankle operation and weight increased had not resolved. The reporter considered ankle operation, pain, pelvic pain, spinal operation and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: medical device removal. ,aches and pain, back and ankle surgery, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added : aches and pain, back and ankle surgery, weight gain .medical device removal was replaced with pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.